Event description:
Boston scientific received information that this patient had experienced a syncopal episode due to an unknown reason. A boston scientific sales representative does not suspect the episode is related to a device issue. The caller was inquiring if a device interrogation would provide the reason for the episode.

Manufacturer narrative:
A boston scientific technical services consultant discussed that device interrogation may provide clues as to why the patient passed out and if it was related to a heart issue, there may be a correlating episode in the logbook. The caller will discuss the clinical observation with this patient's physician and a local boston scientific representative. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.